Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit had no flow. The unit was totally frozen. The user facility's biomedical engineer (biomed) mentioned that the sensor had not been working for some time and they had been powering off to prevent this issue from happening. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr proceeded to run a defrost cycle. A small amount of water had dripped out of the bottom of the cooler heater unit. The old style ice bank sensor had failed, causing the machine and plumbing to freeze and therefore no flow. The fsr opened the bottom of the unit and tightened all hose clamps. A small amount of drips were still seen, but this appeared to be due to frigid condition of water flowing through the plumbing. The fsr returned to the hospital and the plumbing was dry with no leaks, even after running all cycles. He installed a new style pneumatic ice sensor. With the new part installed the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.